Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dysmenorrhea, dyspareunia, menorrhagia, adenomyosis, high cholesterol, heart attack, breast cancer, colorectal cancer, cervical cancer, osteopenia, arthritis, mood disorder, hyperlipidemia, arthralgia, migraine, shoulder pain, back pain, overweight, depression, migraine, menstrual disorder, right lower quadrant pain, endometriosis, endometrial ablation, pelvic pain, dyspareunia, menorrhagia and obesity. Previously administered products included: fluoxetine, fremanezumab and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 2172 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n previously reported essure insertion date :(B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 35.703 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: the uterine cavity appears of normal size. No filling defects are identified. The occlusion devices are seen at the proximal fallopian tubes bilaterally. No passage of contrast beyond the occlusion device is evident bilaterally. Some contrast did reflux beyond the cervical os into the vagina this could be confused for free spill of contrast but it does not this represents reflux into the vagina. Impression: no evidence of residual fallopian tube patency. [Pathology test] on (B)(6) 2020: left fallopian tube: benign fallopian tube with fimbriae intact metallic coil present. Right fallopian tube: benign fallopian tube with fimbriae, intact metallic coil present. Clinical history: menorrhagia with irregular cycle, female dyspareunia, dysmenorrhea, pelvic pain in female, per epic. Gross description: right fallopian tube: a metallic, coil-shaped device is present in the fallopian tube lumen. Left fallopian tube: a metallic, coil-shaped device is present in the proximal left fallopian tube lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 39-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criterion intervention required), 6 years 2 months after insertion of essure. The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: more than one related surgery-n quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 2262 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.